Event description:
It was reported that the healthcare professional was having difficulty accessing the center port. X-ray confirmed that the pump was flipped. The pt experienced an underdose with itching. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).